Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. The customer indicated that the pads used during the event were not approved by zoll for use. This report has been closed as non zoll approved product used. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "check pads" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.